Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received other text : device evaluation anticipated but not yet begun.

Event description:
It was reported that the device reached eri prematurely. The device was explanted.

Manufacturer narrative:
The field experience of premature battery depletion was verified in the laboratory. The device exhibited a high current drain which was isolated to the hybrid. However during testing, the failure mode was lost and could not be reproduced. The exact failure mechanism was not determined.